Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the patient developed phrenic nerve stimulation that occurred primarily when standing or after bending over. Reprogramming of the lead was performed and the stimulation resolved. Approximately two weeks later, the phrenic nerve stimulation reoccurred and reprogramming was again performed. It was further reported that implant site erythema was observed with no signs of swelling, drainage, or fever. The patient was started on antibiotics and the implantable cardioverter defibrillator (ICD) system was explanted two weeks later due to hematoma. The system has subsequently been replaced. Additional information received reported that post explant the left chest explant wound was open with obvious torn sutures. The wound was cleansed and dressing changes performed. No further patient complications have been reported as a result of this event. The patient was a participant in the (B)(6) clinical study.

Manufacturer narrative:
Corrected section.

Event description:
Additional information received reported the patient had excision of unstable scar of chest wall with reconstruction with local tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pathology report from the plastic surgery to perform excision of unstable scar on left chest and reconstruction with local tissue rearrangement: skin fragment with focal ulceration and acute suppurative inflammation. The patient continues to have slight skin irritation discomfort at the surgical site. The incision site is clean, dry and intact, well approximated and is completely healed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had present with an erosion that was distal to the device and was not over the implant site as the physician had expected.